Event description:
The user facility reported a 49-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient experienced multiple issues with clotting and bleeding during impella 5.5 support. As a result of the noted conditions, the decision was made to explant the pump and leave extracorporeal membrane oxygenation (ECMO) in place for ongoing support.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. Low pump flow - the cause of the low pump flow was patient condition as patient was found to have multiple conditions. Access site bleeding - the cause of the access site bleeding cannot be determined since the product was not returned and no other clinical info was provided. Thrombus - the cause of the thrombus was patient condition as low blood flow was present in the patient's body. This report is being filed as part of a retrospective review of historical records.